Event description:
It was initially reported that the patient's pump system was removed and not replaced. The patient indicated that the pump and orals "no longer cover her pain". The pump was programmed to deliver 17 mg/day of dilaudid and "high" doses of oral narcotics; the patient's pump dose would not be raised any higher by the managing hcp. There was no indication of a pump malfunction; no device troubleshooting was performed. It was later reported that the patient had desired pump removal as the patient had undergone "multiple refills and wasn't happy with functioning of the pump". Per this reporter, the pump contained morphine, unknown concentration and daily dose. The patient experienced headache, cerebrospinal fluid leak postop, infection, pruritus and episodes of incontinence. The patient underwent fascial closure of the csf leak in 2009 and laminectomy and durotomy repair the following month. The patient received postoperative antibiotics and continued dry dressing changes. The outcome was reported as serious injury/illness - on-going.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.